Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became stuck within the introducer needle was confirmed and appears to have happened through use of the device. The products returned for evaluation were a guidewire within its packaging hoop and one introducer needle. The introducer needle was returned with the distal end of the guidewire inlaid. Approximately 5mm of the guidewire was protruding past the needle bevel. Microscopic examination revealed residual material between the guidewire and the inner walls of the needle. Examination of the distal end of the needle revealed that the metal along the proximal end of the bevel was flared upward. This damage is consistent with damage caused by retraction of the guidewire against the bevel edge. The coil wire, proximal of the needle hub, had been elongated. The guidewire outer diameter (od) was measured at the section extending past the needle bevel. The outer diameter of the guidewire met the product specification. The guidewire, in the undamaged region, was able to pass through the introducer needle without experiencing unusual resistance. It appears that the guidewire became stuck within the needle due to the wire being retracted back though the introducer needle. When the guidewire is retracted through the needle, it can pull residual material back with it causing a resistance or the guidewire can become caught on the needle bevel. The IFU states, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of reep4226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was stuck into the introducer needle during the guidewire insertion procedure and could not be removed from the introducer needle. There was no reported patient injury.